Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user could not observe drops during the fill tubing step, then received an unable to proceed alert, consistent with a failure to infuse and an alarm/motor stall related to the pump motor component; after a guided dry run and replacement with new supplies, the user achieved drops, inserted a new infusion set, and resumed insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified, with the event characterized as a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.